Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic the needle needles are clogging. The following information was provided by the initial reporter:material no.: 305106, batch no.: unknown. It was reported the needles are clogging. Per (B)(4) verbatim: distributor rep called to report that at a facility they have been experiencing clogging of the needles, ~ 5-6 daily. They get their needles from 3 providers. Lot number unavailable b/c they do not keep the boxes at the facility.

Manufacturer narrative:
Investigation: three (3) samples were received from the customer for investigation. Two (2) of the returned samples were found to have bent needles and the third (3rd) sample was found to be clogged as light was not able to pass through the sample. A bent needle could be caused during the assembly process before the needle is shielded. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic the needle needles are clogging. The following information was provided by the initial reporter:material no.: 305106 batch no.: unknown. It was reported the needles are clogging. Per (B)(4) verbatim: distributor rep called to report that at a facility they have been experiencing clogging of the needles, 5-6 daily. They get their needles from 3 providers. Lot number unavailable b/c they do not keep the boxes at the facility.